Event description:
It was reported that during a prostate procedure the fiber tip detached inside of the patient. The doctor removed the piece from the patient. The fiber was exchanged. The second fiber "expired" after 5 or 10 minutes. "Doctor finished the case with resect scope turp." Patient outcome "ok" reported. This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber was returned in 2 sections; the proximal section is broken 7cm from distal end; the fiber is blackened on the last 3.5 cm and the heat shrink tube is severely melted; the second section distal to the first section is 5cm long, blackened, without heat shrink tube; the cap is missing. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.